Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("the right fallopian tube had a metallic coil protruding from it") in a 37 year-old female patient who had essure inserted (lot no: b59454) for female sterilisation. The patient had a medical history of allergy (allergy to clindamycin and erythromycin), appendicitis perforated, appendicitis, pregnancy test urine negative, eustachian tube operation, cleft lip repair with palate, cleft palate, cleft lip, irregular menstrual cycle, sexual abstinence, condom, pap smear, trichomoniasis, intrauterine device removal, hpv infection, smoker (6-7 cigs/day), uterine fibroid, appendectomy, depression, parity 2, gravida ii, genital bleeding, cramp in lower abdomen and dysuria. Previously administered products included: mirena, clindamycin and erythromycin. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with antibiotics as well as surgery (laparoscopy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2021: additional finding: the right fallopian tube had a metallic coil protruding from it, consistent with the patient's history of fallopian coil placement. [Hysterosalpingogram] on (B)(6) 2014: essure confirmation/tube blockage [hysteroscopy] on (B)(6) 2013: coils visible on right 6; coils visible on left 8. [Pathology test] on (B)(6) 2021: protruding essure coil specimen: a- foreign body-gross exam. B- foreign body-gross exam. Fallopian tube sterilization. Final diagnosis: a. Essure, left, removal: for gross diagnosis only. B. Essure, right, removal: for gross diagnosis only. "Left essure" is a single silver colored wire which is partially straight and partially coiled. "Right essure" is a single silver colored wire which is partially straight and partially coiled measuring 22 cm in length. [Ultrasound pelvis] on (B)(6) 2021: findings: echogenic bilateral essure devices are in stable satisfactory position. Impression: stable satisfactory position of the bilateral essure devices. Fibroid uterus [ultrasound scan vagina] on (B)(6) 2021: echogenic structures consistent with essure coils are identified which appear to be appropriately positioned impression: essure coils appear to be appropriately positioned 0.5 cm simple cyst within the endometrial stripe. Batch no: b59454, production date: 2013-07-26, expiration date: 2016-07-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("the right fallopian tube had a metallic coil protruding from it") in a 37 year-old female patient who had essure inserted (lot no. B59454) for female sterilisation. The patient had a medical history of allergy (allergy to clindamycin and erythromycin), appendicitis perforated, appendicitis, pregnancy test urine negative, eustachian tube operation, cleft lip repair with palate, cleft palate, cleft lip, irregular menstrual cycle, sexual abstinence, condom, pap smear, trichomoniasis, intrauterine device removal, hpv infection, smoker (6-7 cigs/day), uterine fibroid, appendectomy, depression, parity 2, gravida ii, genital bleeding, cramp in lower abdomen and dysuria. Previously administered products included: mirena, clindamycin and erythromycin. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with antibiotics as well as surgery (laparoscopy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2021: additional finding: the right fallopian tube had a metallic coil protruding from it, consistent with the patient's history of fallopian coil placement. [Hysterosalpingogram] on (B)(6) 2014: essure confirmation/tube blockage [hysteroscopy] on (B)(6) 2013: coils visible on right 6; coils visible on left 8. [Pathology test] on (B)(6) 2021: protruding essure coil specimen: a- foreign body-gross exam, b- foreign body-gross exam, fallopian tube sterilization, final diagnosis: a. Essure, left, removal: for gross diagnosis only. B. Essure, right, removal: for gross diagnosis only. "Left essure" is a single silver colored wire which is partially straight and partially coiled. "Right essure" is a single silver colored wire which is partially straight and and partially coiled measuring 22 cm in length. [Ultrasound pelvis] on 12-nov-2021: findings: echogenic bilateral essure devices are in stable satisfactory position. Impression: stable satisfactory position of the bilateral essure devices. Fibroid uterus [ultrasound scan vagina] on (B)(6) 2021: echogenic structures consistent with essure coils are identified which appear to be appropriately positioned impression: essure coils appear to be appropriately positioned 0.5 cm simple cyst within the endometrial stripe. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2013, the patient had essure inserted. On (B)(6), 2021, 2897 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2897 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.